Event description:
It was reported that sometimes post chronic catheter placement procedure, the blue lumen allegedly fractured. The line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 04/2026).

Event description:
It was reported that sometimes post chronic catheter placement procedure, the blue lumen allegedly fractured. The line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation an functional testing were performed. The investigation is confirmed for the reported fracture issue as a partial compound break was noted on the blue luer proximal to the bifurcate. Under microscopic observation, the edges of the complete diagonal break on the distal end of the catheter was noted to be uneven and striations was observed on the catheter surface. Upon infusion, a leak was observed from the partial compound break. Aspiration of water into the syringe was attempted and was unsuccessful. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.